Manufacturer narrative:
A field service engineer (fse) went on-site and found a tubing pinched around the eletrolyte injection cup (eic) valve plug and another tubing disconnected at the check valve. Fse reconnected the tubing and cleaned the spill. Fse primed the system, performed calibration, qc and ran precision test and the system was resumed. The fse advised the customer to be careful of disconnecting tubing during maintenance.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting that the modular chemistry sample probe was leaking. No injury was reported.